Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a2, a3a, a4, b2, b3, b5, b6, b7, d10, h6. A2: 5 decades. B5: upon follow up, it was reported that the patient experienced bacterial peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On the same day as event onset, the patient was treated with cefamezin (intraperitoneal, for 14 days), modacin (intraperitoneal, for 14 days) and rocephin (intravenous, for 14 days) for bacterial peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the events after thirteen days from event onset. Pd therapy is ongoing. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.